Manufacturer narrative:
The employee sought medical attention from a general practitioner with regard to her itchy throat; the doctor diagnosed her with acid reflux and prescribed her omeprazole. When the symptoms continued, the employee obtained a referral from the general practitioner and went to see an ear, nose, and throat specialist; the ent doctor prescribed her flonase. During a follow up phone call on (B)(4) 2013, the employee reported that since she began utilizing proper protective equipment when spraying the pdcare surface disinfectant product she is feeling better; however, the symptoms have not completely subsided at this time. The product involved in the alleged incident was not returned; therefore, a retain sample was tested, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process; the product was released within specifications and acceptable parameters. In addition, no similar complaints were received with regard to this lot.

Event description:
An employee alleged that she has been experiencing a reaction with the symptom of an itchy throat both at work and while at home for approximately one (1) year which she feels may be linked to the use of pdcare surface disinfectant. The employee also reported coughing when spraying the pdcare surface disinfectant product.